Event description:
A customer reported taking an amount of insulin based on the reading he received on his precision xtra/optium blood glucose meter, and because of that reading "his blood sugar dropped too low" and he became withdrawn and felt delirious. The paramedics were called and gave him an unk intravenous solution. The customer also reported eating bananas and drinking orange juice to counteract the symptoms and refused to be taken to the hospital. There was no report of medical diagnosis for hypo- or hyperglycemia and no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.